Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was provided for investigation where it was tested using a different lot of retention strips (lot 368880-11) and controls. Testing results (qc range = 0.5 - 1.9 inr): qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. The following results were observed in the meter¿s patient result memory on (B)(6) 2020: 4.4 inr, 4.3 inr, 3.9 inr, and 4.0 inr. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated they received discrepant results for 8 to 10 patients tested with coaguchek xs plus meter serial number (B)(4). All affected patients had meter results > 4.0 inr. Within 4 hours of meter testing, samples from these same patients were tested in the laboratory using a stago method, resulting with values that were approximately 2.8 - 3.0 inr. The reporter could not provide the specific values. The reporter noted that when collecting samples from these patients for meter testing, the first drop of blood will be wiped away from the patient's finger. The reporter later called back and provided specific values for two patients. The reporter did not provide the specific times and dates of these measurements. The first patient had a value of 6.8 inr when tested using the meter and when tested using the stago laboratory method, the result was 4.47 inr. The second patient had a value of 4.4 inr when tested using the meter and when tested using the stago laboratory method, the result was 3.0 inr. The reporter stated that all of their patients have therapeutic ranges of 2.0 - 3.0 inr.